Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the anchor came out from the bone while tightening the knot, the anchor was removed successfully and made another hole to place new anchor. The procedure was completed without significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports, the anchor came out from the bone while tightening the knot and ¿the anchor was successfully removed.¿ smith and nephew has not received the device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive torque. (2) poor bone quality. (3) misalignment of inserter. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.